Event description:
Three occurrences where the tip of catheter/guidewire sheared off inside of the patient. On two of those occurrences the interventional radiologist was able to snare the tip and retrieve. On one occurrence the tip that sheared off had to be left embedded in the liver parenchyma. Difficult transhepatic portal access due to obliteration of periportal fat and heterogenous liver. Multiple punctures to get into portal vein. "Gadani wire" placed as a marker in both the right and middle hepatic portal vein. Jugular access with liverty tips set during access, some injections seemed to be within intrahepatic hematoma. Reference reports: mw5150887, mw5150889, mw5150890.